Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, it was observed the device delivered inappropriate atp due to an incorrect interpretation of signals. No device malfunction was alleged, it was suspected the inappropriate atp was due to the programmed settings of the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time.